Manufacturer narrative:
(B)(4). Final analysis found the device to be operating in backup mode due to memory corruption. Normal battery depletion was observed. Following battery replacement and a software download, the device exhibited normal functionality.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. The device was explanted and replaced on (B)(6) 2015.